Event description:
It was reported that electrogram (egm) review for this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead revealed two beats of atrial loss of capture (loc). In addition, this ra triggered an alert due to a low out-of-range pace impedance measurement less than 200 ohms. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that implantable cardioverter defibrillator (ICD) changeout and right atrial (ra) lead revision were anticipated for (B)(6). This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced due to elevated thresholds and intermittent noise with oversensing and pacing inhibition. No asystole was reported. During the lead revision, the implantable cardioverter defibrillator (ICD) was also explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported. This ICD and ra lead were returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if pertinent information is provided in the future, a supplemental report will be submitted. -- the product has been received for analysis. This report will be updated upon completion of analysis. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that electrogram (egm) review for this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead revealed two beats of atrial loss of capture (loc). In addition, this ra triggered an alert due to a low out-of-range pace impedance measurement less than 200 ohms. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that implantable cardioverter defibrillator (ICD) changeout and right atrial (ra) lead revision were anticipated for may 30. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced due to elevated thresholds and intermittent noise with oversensing and pacing inhibition. No asystole was reported. During the lead revision, the implantable cardioverter defibrillator (ICD) was also explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported. This ICD and ra lead were returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if pertinent information is provided in the future, a supplemental report will be submitted. -- the product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review for this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead revealed two beats of atrial loss of capture (loc). In addition, this ra triggered an alert due to a low out-of-range pace impedance measurement less than 200 ohms. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that implantable cardioverter defibrillator (ICD) changeout and right atrial (ra) lead revision were anticipated for (B)(6). This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review for this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead revealed two beats of atrial loss of capture (loc). In addition, this ra triggered an alert due to a low out-of-range pace impedance measurement less than 200 ohms. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.